Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips were tested and the primary complaint was not confirmed; however a secondary issue of an error 5 message was observed with no assignable cause found. In addition the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The following information was not provided in follow up # 1. The additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra2 meter displayed error 4 and error 5 messages. These complaints were classified based on the customer care advocate (cca) documentation. The patient reported that the meter issues had begun on an unknown date and time prior to contacting lfs. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage and reported that they increased their dose of medication by "12 units" as a result of the alleged product issues. The patient reported that they developed symptoms of "dizzy and shaky" an unspecified period of time in relation to the alleged product issues. The patient detailed that on an unknown date and time that they were hospitalized and treated with insulin from a health care professional as a result of the alleged product issues. At the time of troubleshooting the cca noted that this was not the first time the product was being used. The patient was walked through a retest and the alleged issues were resolved. Although it is unknown how the product may have been a factor in the patient's injury, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms that could be indicative of serious injury while using the product.